Event description:
A physician reported via a sales representative that an adult female received solesta (dextranomer/hyaluronic acid) injection into the submucosa of the anal canal as treatment for fecal incontinence. Additional medical history and concurrent medications were not provided. On (B)(6) 2013, the patient received solesta. Antibiotic prophylaxis was not given prior to the injection. On (B)(6) 2013, the patient experienced weakness. The following day ((B)(6) 2013),the patient experienced a fever and pus drainage from her rectum. On (B)(6) 2013, the patient was evaluated by her physician and a perianal abscess with inflammation around the solesta implant on both sides of the rectum was diagnosed. The abscess was drained, solesta was removed, and intravenous antibiotics were given. On unknown date, the events resolved. The physician felt the events were related to the injection of solesta.

Manufacturer narrative:
The fact that the patient was not provided with prophylactic antibiotics may have had an impact on the development of the events. It is unclear if the patient had been provided a fleet enema to clean the area before the invasive treatment. No corrective action will be initiated. The reported events are already labeled. The instructions for use (package insert) deal with preparations with fleet enema and prophylactic antibiotics.